Event description:
A pt reported experiencing inaccurate erratic results with a ot profile meter. The pt's blood glucose was 315 mg/dl, 179 mg/dl, 134 mg/dl, and 218 mg/dl, with 10 minutes, with a difference of 42%. Pt did not experience any adverse events. No further info has been reported.